Event description:
It was reported that a half day infusor was leaking at the blue wing cap. The device was filled with an unspecified amount of desferrioxamine. The leak was identified during storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 03, 2014 to october 08, 2014. The device was received and evaluated for the reported event. Visual inspection revealed the device was leaking from the blue wing cap. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.